Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the ultrasound gastrovideoscope, damage was observed on the acoustic lens, with the damage reaching the glue layer. Additionally, the adhesive surrounding the objective lens had a chip. No patient was involved.